Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault code 1004 was recorded on july 15,2013 after a 41 joule shock was attempted, and the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the device declared eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited a shorted lead condition during a 41 joule commanded shock that was being done for an atrial fibrillation cardioversion. Previously, the shock and pacing impedances were stable and within range at approximately 40 ohms and 450 ohms respectively. A manual capacitor reformation was attempted; however, a message was received that the capacitor charge had exceeded the limit of the device and resulted in the device declaring end of life (eol). Boston scientific technical services (ts) was consulted and it was recommended that the rv lead and device both be replaced. Additional information was received that an x-ray revealed the rv lead had pulled back, and the proximal coil appeared to be in the pocket. A possible fracture point was also identified in the lead near the proximal coil. Surgical intervention was performed. The lead was tested with the pacing system analyzer (psa) and pacing impedances were 350 ohms and threshold measurements were normal. R-wave amplitude was low, but was likely due to the lead's position. The rv lead was surgically abandoned and replaced, and the device was successfully changed-out. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.